Manufacturer narrative:
(B)(4). The review of the manufacturing paperwork verified that the lots met all pre-release specifications. The gore® tag® thoracic endoprosthesis instructions for use, complications associated with the use of the gore® tag® thoracic endoprosthesis may include but are not limited to: stroke. Additional tag® devices included in this report: tgu404020/14090210 (B)(4).

Event description:
On (B)(6) 2016, the patient was treated for a thoracic aortic aneurysm that was distal to the left subclavian artery using two conformable gore tag thoracic endoprosthesis (tgu343415/13829558, tgu404020/14090210). It was reported prior to the (B)(6) 2016 procedure, a carotid to carotid bypass, as well as a carotid to subclavian bypass. The patient had small external access vessels and a conduit in the right common iliac was used for access. It was reported at the time of the procedure the patient's left arm's pressure was lower than the right arm. The patient tolerated the procedure and went into recovery. Approximately five hours after the procedure the patient's left arm turned blue and was bought back to the or for an intervention. The intervention was to revise the carotid to carotid bypass and the carotid to lsa bypass to increase flow to the left arm. The patient tolerated that procedure. On (B)(6) 2016, the patient was unresponsive, and it was reported had a stroke on both sides. Patient was not responsive when patient came of off the vent, the family did not want further intervention and planned to send the patient to hospice, however the patient expired prior to hospice.